Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited intermittent ventricular loss of capture (loc). It was noted that the device was recently implanted and output was set to 5.0v @ 1.5 ms. Patient is pacer dependent. Technical services (ts) recommended further review with electrophysiologist. Device remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker and right ventricular (rv) lead were explanted and replaced due to suspected rv lead dislodgement that had increased thresholds and was depleting the pacemaker battery. During the revision procedure, normal battery depletion (nbd) and placement difficulty were also noted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited intermittent ventricular loss of capture (loc). It was noted that the device was recently implanted and output was set to 5.0v @ 1.5 ms. Patient is pacer dependent. Technical services (ts) recommended further review with electrophysiologist. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited intermittent ventricular loss of capture (loc). It was noted that the device was recently implanted and output was set to 5.0v @ 1.5 ms. Patient is pacer dependent. Technical services (ts) recommended further review with electrophysiologist. Device remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker and right ventricular (rv) lead were explanted and replaced due to suspected rv lead dislodgement that had increased thresholds and was depleting the pacemaker battery. During the revision procedure, normal battery depletion (nbd) and placement difficulty were also noted. No additional adverse patient effects were reported.